Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cartridge reuse per the tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer had reused the cartridge and added more insulin to it. Tandem technical support educated the customer on proper load techniques. Customer continued to use the existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.